Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard/davol ventralight st mesh (device#2) may have caused or contributed to the events as alleged by the patient¿s attorney. No medical records have been provided; however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st mesh (device #2). An additional emdr was submitted to represent the bard/davol ventralight st w/echo device #1). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent incisional hernia repair. A bard/davol 4"x6" ventralight stw/echo (device #1), reference number (B)(4), lot number huan1029 was implanted in the patient during this repair. On (B)(6) 2017: the patient underwent recurrent ventral hernia repair. As alleged, upon entering the patient's abdomen, it was noted hernia "with mesh that had eroded allowing the omentum to penetrate. The omentum was carefully cleaned off of the previous mesh." It is alleged that the surgeon then implanted an additional defective bard/davol 6"x8" ventralight stmesh (device #2), reference number (B)(4), lot number huaw1560 into the patient. The patient continues to experience complications, injuries and damages related to the defective bard/ davol ventralight st w/ echo (device #1) and bard/davol ventralight st (device #2). The patient's attorney that the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard/davol ventralight st mesh(device#2) may have caused or contributed to the events as alleged by the patient¿s attorney. No medical records have been provided; however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Based on the limited information provided at this time, no conclusions can be made. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2016) is considered to be a best estimate. This supplemental emdr represents the bard/davol bard ventralight st mesh (device #2). An additional supplemental emdr was submitted to represent the bard/davol ventralight st w/ echo mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent incisional hernia repair. A bard/davol 4"x6" ventralight stw/echo(device #1), reference number (B)(4), lot number huan1029 was implanted in the patient during this repair. (B)(6) 2017: the patient underwent recurrent ventral hernia repair. As alleged, upon entering the patient's abdomen, it was noted hernia "with mesh that had eroded allowing the omentum to penetrate. The omentum was carefully cleaned off of the previous mesh." It is alleged that the surgeon then implanted an additional defective bard/davol 6"x8" ventralight stmesh(device #2), reference number (B)(4), lot number huaw1560 into the patient. The patient continues to experience complications, injuries and damages related to the defective bard/ davol ventralight st w/ echo (device #1) and bard/davol ventralight st( device #2). The patient's attorney that the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st w/ echo mesh (device #1). Per operative notes, ¿a ventralight st w/ echo mesh (device #1) was placed and sutured.¿ (B)(6) 2017 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of ventralight st mesh (device #2). Per operative notes, ¿ventralight st mesh (device #2) was placed and sutured.¿